Manufacturer narrative:
At the repair center, the manufacturer's product support engineer (pse) performed an initial evaluation and confirmed the reported 1007 "machine and proximal pressure sensors failed" alarm error. The pse also found that the following errors were logged in the event log: check vent: 3.3v supply failed (diagnostic code 1117). Check vent: 5v supply failed (diagnostic code 1118). Check vent: ovp circuit failed (diagnostic code 1127). Check vent: blower stall (diagnostic code: 1134). The pse found that the motor controller (mc) printed circuit board assembly (pcba) needed to be replaced for repair. A repair quote for the replacement mc pcba was sent to the customer for approval. The investigation is ongoing.

Manufacturer narrative:
A field service technician replaced the motor controller (mc) printed circuit board assembly (pcba), checked that the software version was 3.20, cleaned the device, performed running and functional tests, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1007 "machine and proximal pressure sensors failed" sounded when the device was powered on during a routine inspection at the hospital. It was reported that there was no patient involvement at the time the issue was discovered. The device stopped operating when the alarm occurred, but there was no reported delay in therapy. No patient or user harm was reported. The hospital reported the issue to the dealer, and the dealer representative visited the hospital and replaced the device with another v60. The customer called technical support to report that a 1007 "machine and proximal pressure sensors failed" alarm sounded when the device was powered on during a routine inspection at the hospital. The investigation is ongoing.